Manufacturer narrative:
(B)(4), won't open/close. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the device was not able to open and close. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.